Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a sterile processing, the screwdriver was jammed inside of a handle and could not be removed. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) handle with mini quick coupling. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a h3, h6: a product investigation was conducted. Service and repair evaluation: the customer reported the screw driver was jammed inside of a handle and could not be removed. The repair technician reported that the operator had inserted an incorrect part on the complaint device. The cause of the issue could not be determined. Lube/oil/clean is the reason for repair. The item was repaired per the inspection sheet, passed synthes final inspection on 20-oct-2021 and will be returned to the customer upon completion of the service and repair process. The evaluation was unconfirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h6: a device history record (DHR) review was conducted: part # 311.01. Synthes lot # h521588. Supplier lot # h521588. Release to warehouse date: 13 apr 2019. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.